Manufacturer narrative:
The reported event of failure to capture and low impedance were not confirmed. The reported event of stretched helix was confirmed. Final analysis found the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. No other anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that upon fixation, the leadless pacemaker exhibited loss of capture and low impedance. It was further indicated that contact between the docking cap and cardiac tissue was causing premature ventricular contractions. The device was attempted to be repositioned, however the helix was found to be stretched. The procedure was completed using an alternate device on (B)(6) 2024. The patient was stable.